Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was further described as ¿may be by improper operation¿ (no further detail was provided). On unreported dates, the patient was hospitalized for the event and began treatment with an unspecified drug added to dianeal (dose, frequency, and route was not reported). At the time of this report, hospitalization was ongoing and the patient was not recovered from the event. Dianeal therapy was ongoing. No additional information is available.